Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. A system restart was attempted, however, it was unsuccessful and the exam was aborted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective temperature sensor. The service engineer (cse) reviewed the log files and found entries regarding a temperature difference between inverter d510_1 and d510_2. The investigation of the boards showed a defective temperature sensor on d510 (B)(4). No defect could be found on d510 (B)(4). The service engineer replaced both d510 boards and after the replacement the system recovered. The manufacturer is not considering further actions at this for this nonsystematic event.